Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader was dropped and broke and was therefore unable to test. Customer experienced a loss of consciousness and required treatment with glucose by hcp to stabilize the glucose level. Based on the information provided, there is no indication that an adc device malfunctioned or contributed to a serious injury. No report is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader was dropped and broke and was therefore unable to test. Customer experienced a loss of consciousness and required treatment with glucose by hcp to stabilize the glucose level. Based on the information provided, there is no indication that an adc device malfunctioned or contributed to a serious injury. No report is required.